Event description:
User did not realize that product would form a "like a glue" over the sore in their mouth. User applied the adhesive and after about ten minutes it felt uncomfortable and user tried to remove the adhesive from their mouth using their teeth to pry the adhesive off and their tooth broke off. User did not really know, how the product works, that it would form a seal over the sore. User could not eat or drink with the adhesive in place. User last went to dentist maybe a year ago but insists there is nothing wrong with their teeth. Dentist states that the damage to the tooth is too close to the nerve to correct as he normally would, he had to do it another way. Dentist states that when the user pried the adhesive off his tooth. User fractured the distal occlusal surface to tooth # 19. The dentist reports that when he saw the user there was a fracture of the dol cusp with active decay present. The decay was removed, the fractured cusp alleviated, an indirect cap was placed due to the close proximity to the nerve, and a composite restoration was choosen to help hold the tooth together.